Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit drain 1 of 4. The technical service representative (tsr) was unable to find a reason for the alarm. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse regarding a system error 2240 alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy ok. There was no patient injury or medical intervention associated with this report. A follow-up call was made to the home patient to try and obtain a sample and the home patient stated that it was discarded.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. The sample was discarded by the customer. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).